Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was in the cardiac care unit at the hospital when they experienced cardiac arrest. The patient had fine ventricular fibrillation (vf) that the implantable cardioverter defibrillator (ICD) was able to appropriately sense and deliver all eight shocks. However, the shocks did convert the arrhythmia or slow the rate. The patient was externally rescued successfully. An x-ray was taken which noted the position of the right ventricular (rv) lead to not be optimal. It was further noted that the patient has a very large left ventricle and was not defibrillation threshold (dft) tested at implant. A revision procedure was performed where the single coil rv lead was surgically abandoned and replaced with a dual coil lead. The single chamber ICD was also explanted and replaced with a dual chamber ICD. A right atrial (ra) lead was added to the system. No additional adverse patient effects were reported.